Event description:
On (B)(6) 2010, pt reported the button closest to the cartridge compartment, the down arrow button, stopped working on his infusion device. Pt stated, the issue began 3 weeks ago and the issue was intermittent for the 1st week and then would not work at all. Pt reported, the problem was first discovered while he was attempting to check the bolus history on the infusion device. Pt stated, the down button pops back up when pressed. Reviewed how to deliver a standard bolus without the use of the down button. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.